Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) stated the supply bag that was hanging on the pole was completely empty. The hp stated he was completely connected to the machine properly and believed the air may have come from the hanging supply bag due to the bag being empty of fluid and the clamp being open. The hp would call the registered nurse (rn) and start over with new supplies. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the peritoneal dialysis (pd) rn on (B)(4) 2010, it was found there was no patient injury or medical intervention related to the incident. The pd rn stated she spoke to the hp and worked everything out.

Manufacturer narrative:
(B)(4). The device was discarded.